Event description:
Procedure: two level endoscopic disc dissection. Reportedly, upon removal of the nucleotome from the disc space, the tip (approx 2mm) broke off. An unsuccessful attempt to remove the tip was made. No patient injury reported.